Event description:
Account has been having problems with the siderails not latching on their beds. Tsr cleaned the center arm assys, to resolve the problem with the siderails not latching.

Manufacturer narrative:
.